Event description:
Case description: investigational results: name: novopen echo; batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: investigational results were updated, imdrf codes were updated, narrative was updated accordingly. The event onset date is not reported in the case. However, the incident dates are captured to ensure mir form is generated. Final manufacturer's comment: 11-jan-2024: the suspected device novopen echo has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo. However, the user does not know, how to use novopen echo, which could have led to device malfunction and hyperglycaemia. Continued: evaluation summary name: novopen echo; batch number: unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) increased blood glucose [blood glucose increased] no medication was pushed out with novopen echo. After exhausting the air repeatedly, the medication came out [device failure] the user did not know how to use the pen [product communication issue] case description: this serious spontaneous case from china was reported by a patient family member or friend as "increased blood glucose(blood glucose increased)" with an unspecified onset date, "no medication was pushed out with novopen echo. After exhausting the air repeatedly, the medication came out(device failure)" with an unspecified onset date, "the user did not know how to use the pen(health care provider instructions for product use lacking)" with an unspecified onset date, and concerned a female patient who was treated with novopen echo (insulin delivery device) from unknown start date for "type 1 diabetes mellitus". Patient's height, weight and body mass index (bmi) were not reported. Current condition: type 1 diabetes mellitus (duration not reported). On an unknown date, patient's parent reported that no medication was pushed out with novopen echo. After exhausting the air repeatedly, the medication came out. The user did not know how to use the pen, so this caused increased blood glucose of the child. The parent received product knowledge training and patient was just discharged (details and duration of hospitalization were not reported). Batch number for novopen echo was not reported. Action taken to novopen echo was not reported. The outcome for the event "increased blood glucose(blood glucose increased)" was not reported. The outcome for the event "no medication was pushed out with novopen echo. After exhausting the air repeatedly, the medication came out(device failure)" was recovered. The outcome for the event "the user did not know how to use the pen(health care provider instructions for product use lacking)" was recovered. The event onset date is not reported in the case. However, the incident dates are captured to ensure mir form is generated. No further information available.